Manufacturer narrative:
Batch review performed on 02-aug-2024. Lot 143365: (B)(4) items manufactured and released on 22-jul-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 years after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.